Manufacturer narrative:
Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The insulin pump was received without the original battery cap. Unable to verify battery cap damage due to missing battery cap. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked case on the battery tube side. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump got wet and had a crack. Customer stated that o- ring on battery cap was not in place and battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.